Manufacturer narrative:
Based on the form of quality assurance control, it can be ensured that this type of defect/damage to the sealing of this product can be excluded before dispatching. To avoid this type of defects, all packaging are visually checked several times by employees before the final quality assurance check. Every individual product is only packaged and shipped after the final quality assurance check. The outer box ensures additionally that the sterile packaging cannot be damaged during shipment. It is not clear, how the above-mentioned damage occurred.

Event description:
It was reported that the sterilization packaging had a poor sealing when unpacking and refused to use the device. The device/packaging was not returned to the manufacturer. Pictures with the problem was submitted.